Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed pain from subdural bleeding, which was likely due to post-operative hypertension. The physician decided to remove the device for the patient to have an MRI. The symptoms resolved and the patient has recovered without sequelae.